Event description:
It was reported that following the pt's routine pump replacement surgery, the pt had two pump refills. At each refill, there was a volume discrepancy where the actual residual volume was greater than the expected residual volume. At the first refill, there was 2.7 ml of medication expected and 18 ml aspirated. There was no alarming and no motor stalls shown by programmer logs. A roller study was done with no roller movement present. A catheter access port (cap) dye study was also performed at this time. It was not possible to aspirate from the cap and, therefore, dye was not injected into the cap. The pt was asymptomatic. When the pump was stopped for a short time, the pt was symptomatic with increased pain. The pump was then restarted and the pt's symptoms improved. At the second pump refill, 2.6 ml of medication was expected and 18 ml was aspirated. The pt was asymptomatic. A pump refill was done. The pump medications were noted as dilaudid and marcaine. There were no concentrations or dosages provided. No further details or pt's outcome were provided. Additional info was requested but not available at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4)